Manufacturer narrative:
Unit had a completely broken off end cap, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing drive support sticker and a missing end cap sticker. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test or verify a33 alarm due to a completely broken off end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting during the manual prime process. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.